Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (B)(6) 2008, 4592 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due t-wave oversensing (twos) on the right ventricular lead which required hospitalization. The lead remains in use. No further patient complications have been reported as a result of this event.